Event description:
This is an adverse event recorded on a crf as part of the (B)(6) registry. This pt was prospectively enrolled with 2 cm low grade dysplasia. After a third focal ablation, pt developed dysphagia within 7-8 days post procedure. Per physician, endoscopy showed superficial ulcers, cameron erosions and antral erosions; all probably nsaid (non-steroidal anti-inflammatory drug) induced and increased with rfa effect. Additionally per the physician, the severity of this event was mild, the relationship of the event to device procedure is probable and there was no device malfunction.

Manufacturer narrative:
The site did not return any device therefore an analysis could not be performed. If additional info is obtained regarding this event, a follow up report will be submitted. (B)(4).